Event description:
Consumer using heating pad on her neck. She heard a popping sound, 'jumped away ' from the pad and saw the back of the pad was burning. Heating pad caused damage to bedding and mattress. No injuries were reported.

Manufacturer narrative:
Based on the data code, we know this unit was made according to the original design. The connection between the carbon heater wire and the copper electrical wire may become loose due to excessive flexing, misuse or use beyond that recommended in the labeling. The condition has been duplicated in a lab under excessive abuse testing. The product has been redesigned and improvements implemented.